Event description:
The pt was injected in the nasolabial folds, oral commissures, and mental crease. The pt allegedly developed swelling and tenderness around her face. She also had a rash on her trunk and groin areas. The pt was treated with benadryl and prednisone.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.